Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured three times due to positioning difficulty. It was noted that the angle of the aorta was fairly horizontal at sixty-two degrees and the anatomy was tortuous. On the third recapture, the catheter buckled and the capsule appeared to ¿bunch¿. The valve was recaptured and withdrawn with the delivery catheter system (dcs) from the body. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that the valve was recaptured three times due to positioning difficulties. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Angiographic records (cines) were submitted for review. The cine films confirm that valve was recaptured due to positioning difficulties, however the number of recaptures cannot be determined via the cine review. The cine films also confirm that the steep angle of the aorta, but the exact degrees cannot be confirmed. The steep angle of the aorta most likely caused or contributed to positioning difficulties. On the third recapture, the catheter buckled and bunching of the capsule was noted. There were no cine films confirming the buckling of the catheter. A still image was submitted showing damage to the capsule which is consistent with capsule buckle events. Capsule buckle typically occurs due to excessive compressive forces applied during the capsule. This excessive compressive force can occur when the valve is loaded incorrectly. However, the fluoroscopic load check images submitted for review confirm that the valve was correctly loaded onto the dcs. The compressive force on the system, which can cause a capsule to break, is a cumulative effect that may be increase by factors such as tortuous access vessels and root angle. The compressive force on the system may have been increased by the severe angle of the aorta experienced in this case. However, the cause of the capsule separation cannot be conclusively determined with the information available. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.